Event description:
It was reported that the customer believed he was hospitalized. The customer stated that he experienced low blood glucose while sleeping and, subsequently, had to disconnect from the insulin pump. The customer's blood glucose was unknown. The customer had to disconnect the call due to indigestion and heartburn. Asked customer to call back in order to follow-up on the customer's situation. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.